Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was involved with a serious injury with the patient receiving medical intervention during use. It was noted that while the patient was receiving treatment, swelling and redness were observed ion the indwelling area of the device. This resulted in the patient being moved to a separate wound clinic for close observation. No additional information regarding patient outcome is currently available. The following information was provided by the initial reporter: after being admitted to the hospital on the 16th, the patient received an indwelling needle infusion for diabetic ketosis. No infusion on the 17th. During the morning round on the 18th, he complained of pain at the left forearm indwelling needle. Check that the affected area was slightly red. The indwelling needle was immediately removed and disinfected. No more infusion in the arm. On the afternoon of the 18th, the patient complained of pain in the affected area, immediately applied magnesium sulfate wet compress, and handed over to the nurse to observe the redness and swelling of the arm. Check the affected area daily for no progress, the pain increased on the 21st, and the symptoms did not relieve after the magnesium sulfate wet compress. On the morning of the 22nd, the head nurse take the patient to the wound ostomy clinic for active treatment. And give it to the affected limb, and the changes in local redness, swelling, heat and pain will be observed closely.

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9262117. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was involved with a serious injury with the patient receiving medical intervention during use. It was noted that while the patient was receiving treatment, swelling and redness were observed ion the indwelling area of the device. This resulted in the patient being moved to a separate wound clinic for close observation. No additional information regarding patient outcome is currently available. The following information was provided by the initial reporter: after being admitted to the hospital on the 16th, the patient received an indwelling needle infusion for diabetic ketosis. No infusion on the 17th. During the morning round on the 18th, he complained of pain at the left forearm indwelling needle. Check that the affected area was slightly red. The indwelling needle was immediately removed and disinfected. No more infusion in the arm. On the afternoon of the 18th, the patient complained of pain in the affected area, immediately applied magnesium sulfate wet compress, and handed over to the nurse to observe the redness and swelling of the arm. Check the affected area daily for no progress, the pain increased on the 21st, and the symptoms did not relieve after the magnesium sulfate wet compress. On the morning of the 22nd, the head nurse take the patient to the wound ostomy clinic for active treatment. And give it to the affected limb, and the changes in local redness, swelling, heat and pain will be observed closely.